Manufacturer narrative:
The insulin pump was received with no express bolus button response due to flattened button dome switch. No button error alarm during testing. The insulin pump was also received with keypad overlay cracked, cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reports to have received a button error alarm. Customer reports that insulin pump had fallen and was stuck under couch. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.